Event description:
It was reported that the pump was alarming air in line. Per reporter, the alarm was silenced, line clamped, cassette removed, and tubing massaged but the pump continued to alarm. Per reporter, they did not note any air in the line. Removed cassette again and tapped gently on hard surface but issue was not resolved. Removed cassette and massaged tubing but alarm persisted. Per reporter, the drug should not be stopped for more than 4 hours. This event occurred at the hospital. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.